Event description:
It was reported that a setscrew on an implantable neurostimulator (ins) would not tighten. The physician tried multiple times during surgery to tighten the setscrew without success. The faulty ins was replaced with a new one that worked as expected and was successfully implanted. There was no patient symptoms or injuries related to the event. The patient was reported to be alive with no injury or adverse event. No further information was received.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) (ipg 3058 interstim ll, serial # (B)(4)) found the connector block(s) of its connector module were out of alignment. Connector port observations found connector(s) misaligned. Connector block #0 was not completely seated in the ins port, causing the setscrew to be misaligned with the grommet.